Manufacturer narrative:
Faulty nut in lift motor.

Event description:
It was reported by service report that the foot end on the gobed drifts down when it is in the upright position. No pt involvement or adverse consequences are reported.